Manufacturer narrative:
Analysis of the pump revealed high battery resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (10mg/ml at 2.77mg/day). The indication for use was non-malignant pain. It was reported that intermittent motor stalls and recoveries were seen upon initial interrogation of the pump. The first stall occurred on (B)(6) 2017, followed by intermittent stalls and recoveries, a hard stall on (B)(6) 2017, and a tube set message on (B)(6) 2017. It was noted that the patient did not recently undergo magnetic resonance imaging (MRI). The patient was being managed with oral pain medications since (B)(6) 2017, and pump replacement was scheduled for (B)(6) 2017. The patient experienced a sudden onset of nausea, withdrawal, and chills. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider on 2017-jun-05. The patient's weight was provided.

Manufacturer narrative:
Correction: the battery resistance tested within specification. Evaluation of the implantable pump revealed electrochemical migration on the m1 feed through insulator, which resulted in electrical shorting across the insulator. Eval code-conclusion has been updated to code-conclusion. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.